Event description:
It was reported that the customer weak signal and change sensor alerts. Customer stated the sensor stopped functioning on the fourth day of insertion. Troubleshoot not performed as the customer stated that the insulin pump and sensor were not available at the time. Customer stated that has had other sensors malfunction and issue has only been on sensors from the same box. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.